Event description:
The removeable tab on a mis polyaxial screw, broke in the wrong location. One side post remained longer than intended. The surgeon was unaware of the potential problem. Post operative revision surgery was necessary when the patient complained about pain, which was due to the extended height of the tab. It was discovered the tab did not break in the region it was supposed to. The surgeon reported the instrument necessary to break the tab correctly was available in the surgical set but was not used.